Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: liver resection. According to the reporter: during the case, the anchoring suture could not be cut properly, so the tissue came off with the sheet. The procedure was converted to open surgery. Additional bleeding was under 500cc and nothing fell into the pt cavity. No pt info available.